Event description:
It was reported that "the patient was prepped and draped in a sterile fashion and the introducer and guidewire was inserted into the right jugular vein. Upon trying to remove the guidewire and introducer, there was difficulty and the procedure was stopped. A cxr was obtained and the guidewire was in the mediastium. Surgery was consulted and the guidewire was safely removed."

Manufacturer narrative:
A review of the manufacturing records for the introducer and guidewire indicated that all device specifications and quality requirements were satisfied.